Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and post lumbar laminectomy syndrome. It was reported that had a ¿ball of wires¿ in their back. The patient stated that the ball of wires was at the bottom of their spine and was from bending over and stretching. The patient reported that the ball of wires was ¿almost gone¿ and that they ¿didn¿t move the wires.¿ no symptoms or complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6) implanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The reason for call was patient reported their wires slipped down their back and patient did not provide event date but did mention their surgery was 4 years ago. Patient told their representative that the wires moved and the representative denied that they moved. Patient could feel a big ball of wire balled up in their lower back and the ball had moved like 3 bumps on their back down their spine. See previous cases for calls to patient services and complaints about the representative. A lady and a gentleman protected the representative and resolved the issue. Patient stated all of their issues started with the last one (agent understood this as last medtronic implant). Patient called their surgeon that changed their implant and 'they' or the girl went through the list and sounded surprised and couldn't believe that the pain specialist was the surgeon that changed the patient's implant. Agent was unsure who patient was speaking with or called. Patient had 3 implants with medtronic for 20 years and medtronic knocked out 80% of their pain and they were able to quit their pain medicine. Patient had really bad nerve damage from amputation. Patient was on major oxycodone and6 'a.ds' really bad. When patient turned up their medtronic device their body would start jerking but they were not in pain compared to the boston scientific implant. Patient wanted to have a medtronic implant again and inquired boston scientific lead compatibility. Agent reviewed information.